Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gas delivery engine (gde) for evaluation.

Event description:
The customer reported the fio2 delivery was out of specification on this avea ventilator. No reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found missing gas pressure transducers and damage of the power driver, which prevented complete testing. The fa lab replaced the missing and damage components and tested the gde to manufacture specifications. The testing revealed the blender regulators out of calibration and a leak isolated to the patient outlet as result of damage. The original complaint was duplicated but the gde could not be fully tested due to the missing and damaged components. After replacing the missing parts and damaged patient outlet, the regulator/relay balance was performed and the device passes to manufacturer specifications.